Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that failure occurred due to device network. A technical support specialist changed the virtual lan from 11 to 41 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station has entered disconnected mode. The customer stated that the new patients and orders were not being processed by the pharmacy, which necessitated the provision of information regarding the dispensing of medications. There were no adverse events or injuries reported based on this incident.